Manufacturer narrative:
Batch review performed on 10-may-2024 lot 2339382: (B)(4) items manufactured and released on 26-oct-2023. Expiration date: 2028-10-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Liner: impact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2336930: (B)(4) items manufactured and released on 28-sep-2023. Expiration date: 2028-09-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery due to infection 1 month after the primary, the pathogen is unknown. The surgeon performed a washout and revised the head and liner.